Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-22 (B)(4): information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was the caller reported that the patient was trying to charge the implantable neurostimulator (ins) and the remote displayed the replace batteries message. Yesterday the rep had the patient reset the remote by removing and reinserting the controller battery. The patient reported that the message occurred again today or the controller would freeze and the patient reported that the recharger was getting warm during the charging session. A replacement recharger telemetry module (rtm) was sent out. The caller was not with the patient. Technical service specialist (tss) sent request to replace the recharger. During the call the caller stated that the issue described in this case is usually related to the recharger which why they were requesting a replacement recharger. They have called back to report that the issue is not corrected with the replacement recharger telemetry module (rtm) . Caller reported the patient refuses to call patient services (ps) for troubleshooting and will call rep directly. Replace batteries message comes up when recharging only. Caller noted the patient did not say anything else was out of the ordinary with the controller. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Analysis of the recharger, model 97755, s/n (B)(6) found recharger antenna failure - get manufacture struct command and response/osiris error! Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.